Event description:
On (B)(6) 2014, I had a second lumbar fusion at l5/s1 and revision at l4/l5 this time, my surgeon chose to use stryker screw and screw protectors. This surgery did not go well for several reasons. At my 6 week checkup, I had an "artifact" in my xrays. Earlier, I had had a clump of gelfoam in me which was first diagnosed as an infectious abscess, where I was within 24 hrs of vascular surgeon got involved and understood! Vascular surgeon got involved and understood that as at my 6 week checkup, my surgeon saw a "white area on my x-ray in the fusion area but wrote it artifact. At my 3 month exam, I again asked the surgeon, dr (B)(6), what the "artifact" was. This time, he determined that it was the stryker titanium screw protector which had come loose and actually moved to the center and upward in my body. Having minimal odds of nicking my aorta wasn't good enough. I want 100% odds, so I am having to have surgery to remove stryker's screw up. I am an active (B)(6). I am as unhappy about another surgery as can be. If even 1% of stryker's patients have this problem, why are they still selling the hardware? How many have been installed? How many have failed? From a pt's perspective, on is too many! God forbid I just have a piece of titanium that might be sharp (we don't know) or might be enclosed in fibrous material (we don't know) and right now, it's moved several inches to right in front of my aorta. I have x-rays if you need them.